Event description:
It was reported that the trial lead was fractured during the trial procedure and the contacts broke off. The lead was explanted however four contacts were not able to be retracted and remained in the patients body.